Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h4. The device was not returned to olympus for inspection; however, the technical assistance center provided remote troubleshooting, and the investigation was completed based on available information. The event can be prevented by following the instructions for use, which state: proper confirmation of generator settings and understanding of footswitch functionality is required before and during each use. Failure to adhere to these guidelines may result in unintended mode activation and compromise patient safety. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause is failure to follow instructions, as the issue was traced to the user not adhering to the manufacturer's instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
During a therapeutic colonoscopy, the physician was performing a sigmoid polypectomy when the yellow foot pedal of the esg-100 was inadvertently pressed. The physician reported that this action caused the generator to switch from coag to cut mode, resulting in an unintended cut and a perforation of the sigmoid colon at approximately 20 cm. The perforation was identified visually during the procedure. The size and depth of the injury were not recorded. Six hemostasis clips were placed to stabilize the perforation site, and the patient was transferred to a hospital for further treatment. The patient underwent a sigmoid colon resection with ostomy. No ICU admission was required, and no post-operative complications such as peritonitis or sepsis were reported. The patient was discharged home. An ostomy reversal procedure is scheduled for a later date. There is no alleged or confirmed device malfunction.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.